Event description:
Got burned and had blisters [burns second degree], used the heatwraps for approximately 8 hours or sometimes less sometimes on her skin of her back/she did read the usage instructions on thermacare before using the product [intentional device misuse]. Case narrative: this is a spontaneous report from a contactable consumer (patient's husband). This consumer reported for two patients. This is 1st of two reports. A 9-decade old female patient started to receive thermacare heatwrap (thermacare lower back and hip), device lot number ad3848, expiration date 21dec2021, also reported as (B)(6) 2021, off and on since 2011 or 2012, used on and off whenever she had back pain. The box was red, heatwrap size was l/xl, 2-count package. The lot number was from the most recent event in 2018, the other products have been discarded (only one outer packaging retained), the packaging was reported as sealed and intact. Medical history included ongoing high blood pressure. Concomitant medication included ongoing metoprolol since 2009 for high blood pressure, ongoing hydrochlorothiazide since 2009 for high blood pressure. The patient did use other heat products for pain relief (electric heating pad, hot water bottle, microwave gel pack), but sometimes she would put ice or heat and when that did not work too good, she went to the thermacare products. The husband reported that within the last 2-3 years (around 2016 or 2017), his wife got burned and had blisters after using thermacare heatwraps for back pain with the most recent event on an unspecified date in 2018. They lasted about 1-2 weeks, she noticed it later on the same day. The patient used the heatwraps for approximately 8 hours or sometimes less sometimes on her skin of her back, sometimes over her blouse or whatever she was wearing, and she experienced burn and blisters with both of those kinds of attachment. The husband stated that he imagines that she did check her skin under the product because the heatwrap was burning her. The event recurred after using the product again. She did read the usage instructions on thermacare before using the product. She did not sleep while wearing the product, nor did she wear several layers of clothing over the heatwrap or use a snug waistband or belt over the product. He described her skin as light to medium (neither light nor dark). She did not have sensitive skin or any abnormal skin conditions. She did not engage in exercise while using the product. The patient did not go to the doctor for the event. Device was not available for evaluation. The action taken with thermacare heatwrap was permanently withdrawn in 2018. The outcome of the event got burned and had blisters was resolved in 2018 and for the other event was unknown. According to product quality complaint group: conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). After a review of the lot thermal records, thermal results all met product release criteria. Consumer reports the wrap caused "burns and blisters." The cause of the consumer reporting receiving burns and blisters from the wrap is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this DHR from a manufacturing perspective. No quality issues were identified upon this review of DHR, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the lot is not impacted by this complaint. Batch ad3848 is the only lot within the scope of this investigation. Thermacare batches are produced as individual lots. An evaluation of the complaint history confirms that this is the sixth complaint for the sub class adverse event safety request for investigation received at the albany site requiring an evaluation for this lot. The previous investigation were not confirmed to have a manufacturing root cause related to the subclass. Per sop-#, complaint trending guideline, effective 05feb2019, a visual examination was performed to identify if a potential trend exist for the lot with the subclasses adverse event safety request for investigation, adverse event/serious/unknown, and adverse event/negligible/minor. No trend was identified. Refer to attachment trending graph ad3848 adverse event. On the basis of this evaluation, a trend does not exist for this lot review of the device history record (DHR) for this lot concludes all release requirements were met. The review of the manufacturing attributes and variables quality checks associated with this batch indicates that all required in process inspections were performed and all inspection criteria were met. There were no wrap attribute or variable defects recorded for the lot. Thermal data for the lot shows all wraps met the required wrap batch average temperatures (37.6°c - 41.6°c) per spec-#, effective: 07nov2018. This batch has been reviewed from a manufacturing perspective. There are no known site investigations associated with this lot. The (DHR), reserve samples, and trending were evaluated. No quality issues were identified. The visual inspection of a retain samples included five cartons, 10 pouches and the 10 wraps inside. Inspection shows no obvious defects to cartons, pouches or wraps. Form-# retain sample inspection form documented the retain evaluation performed on 20mar2019 for an unrelated complaint. Additional information received from product quality complaints included: severity of harm: s3. Follow-up (01jul2019): follow-up attempts are completed. No further information is expected. Follow-up (20aug2019): new information received from a product quality complaint group included: investigation results. Follow-up (23aug2019): new information received from a product quality complaint group included: severity assessment and additional expiration date. This follow-up is also being submitted to amend previously reported information: "used the heatwraps for approximately 8 hours or sometimes less sometimes on her skin of her back/she did read the usage instructions on thermacare before using the product" captured as an event and coded to "intentional device misuse". Follow-up attempts are completed. No further information is expected. Company clinical evaluation comment: based on the information provided, the events "burn and blisters" and "intentional device misuse" as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. No remedial action/corrective action/field safety corrective action is suggested at this time. Comment: based on the information provided, the events "burn and blisters" and "intentional device misuse" as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. No remedial action/corrective action/field safety corrective action is suggested at this time.

Manufacturer narrative:
Conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). After a review of the lot thermal records, thermal results all met product release criteria. Consumer reports the wrap caused "burns and blisters." The cause of the consumer reporting receiving burns and blisters from the wrap is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this DHR from a manufacturing perspective. No quality issues were identified upon this review of DHR, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the lot is not impacted by this complaint. Batch ad3848 is the only lot within the scope of this investigation. Thermacare batches are produced as individual lots. An evaluation of the complaint history confirms that this is the sixth complaint for the sub class adverse event safety request for investigation received at the albany site requiring an evaluation for this lot. The previous investigation were not confirmed to have a manufacturing root cause related to the subclass. Per sop-#, complaint trending guideline, effective 05feb2019, a visual examination was performed to identify if a potential trend exist for the lot with the subclasses adverse event safety request for investigation, adverse event/serious/unknown, and adverse event/negligible/minor. No trend was identified. Refer to attachment trending graph ad3848 adverse event. On the basis of this evaluation, a trend does not exist for this lot review of the device history record (DHR) for this lot concludes all release requirements were met. The review of the manufacturing attributes and variables quality checks associated with this batch indicates that all required in process inspections were performed and all inspection criteria were met. There were no...

Manufacturer narrative:
Conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). After a review of the lot thermal records, thermal results all met product release criteria. Consumer reports the wrap caused "burns and blisters." The cause of the consumer reporting receiving burns and blisters from the wrap is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this DHR from a manufacturing perspective. No quality issues were identified upon this review of DHR, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the lot is not impacted by this complaint. Batch ad3848 is the only lot within the scope of this investigation. Thermacare batches are produced as individual lots. An evaluation of the complaint history confirms that this is the sixth complaint for the sub class adverse event safety request for investigation received at the albany site requiring an evaluation for this lot. The previous investigation were not confirmed to have a manufacturing root cause related to the subclass. Per sop-#, complaint trending guideline, effective 05feb2019, a visual examination was performed to identify if a potential trend exist for the lot with the subclasses adverse event safety request for investigation, adverse event/serious/unknown, and adverse event/negligible/minor. No trend was identified. Refer to attachment trending graph ad3848 adverse event. On the basis of this evaluation, a trend does not exist for this lot review of the device history record (DHR) for this lot concludes all release requirements were met. The review of the manufacturing attributes and variables quality checks associated with this batch indicates that all required in process inspections were performed and all inspection criteria were met. There were no.

Event description:
Event verbatim [preferred term] got burned and had blisters [burns second degree] , . Case narrative:this is a spontaneous report from a contactable consumer (patient's husband). This consumer reported for two patients. This is 1st of two reports. A 9-decade old female patient started to receive thermacare heatwrap (thermacare lower back and hip), device lot number ad3848, expiration date 21dec2021, off and on since 2011 or 2012, used on and off whenever she had back pain. The box was red, heatwrap size was l/xl, 2-count package. The lot number was from the most recent event in 2018, the other products have been discarded (only one outer packaging retained), the packaging was reported as sealed and intact. Medical history included ongoing hypertension. Concomitant medication included ongoing metoprolol since 2009 for high blood pressure, ongoing hydrochlorothiazide since 2009 for high blood pressure. The patient did use other heat products for pain relief (electric heating pad, hot water bottle, microwave gel pack), but sometimes she would put ice or heat and when that did not work too good, she went to the thermacare products. The husband reported that within the last 2-3 years (around 2016 or 2017), his wife got burned and had blisters after using thermacare heatwraps for back pain with the most recent event on an unspecified date in 2018. They lasted about 1-2 weeks, she noticed it later on the same day. The patient used the heatwraps for approximately 8 hours or sometimes less sometimes on her skin of her back, sometimes over her blouse or whatever she was wearing, and she experienced burn and blisters with both of those kinds of attachment. The husband stated that he imagines that she did check her skin under the product because the heatwrap was burning her. The event recurred after using the product again. She did read the usage instructions on thermacare before using the product. She did not sleep while wearing the product, nor did she wear several layers of clothing over the heatwrap or use a snug waistband or belt over the product. He described her skin as light to medium (neither light nor dark). She does not have sensitive skin or any abnormal skin conditions. She did not engage in exercise while using the product. The patient did not go to the doctor for the event. The action taken with thermacare heatwrap was permanently withdrawn in 2018. The outcome of the event was recovered. According to product quality complaint group: conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). After a review of the lot thermal records, thermal results all met product release criteria. Consumer reports the wrap caused "burns and blisters." The cause of the consumer reporting receiving burns and blisters from the wrap is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this DHR from a manufacturing perspective. No quality issues were identified upon this review of DHR, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the lot is not impacted by this complaint. Batch ad3848 is the only lot within the scope of this investigation. Thermacare batches are produced as individual lots. An evaluation of the complaint history confirms that this is the sixth complaint for the sub class adverse event safety request for investigation received at the albany site requiring an evaluation for this lot. The previous investigation were not confirmed to have a manufacturing root cause related to the subclass. Per sop-#, complaint trending guideline, effective 05feb2019, a visual examination was performed to identify if a potential trend exist for the lot with the subclasses adverse event safety request for investigation, adverse event/serious/unknown, and adverse event/negligible/minor. No trend was identified. Refer to attachment trending graph ad3848 adverse event. On the basis of this evaluation, a trend does not exist for this lot review of the device history record (DHR) for this lot concludes all release requirements were met. The review of the manufacturing attributes and variables quality checks associated with this batch indicates that all required in process inspections were performed and all inspection criteria were met. There were no wrap attribute or variable defects recorded for the lot. Thermal data for the lot shows all wraps met the required wrap batch average temperatures (37.6°c - 41.6°c) per spec-#, effective: 07nov2018. This batch has been reviewed from a manufacturing perspective. There are no known site investigations associated with this lot. The (DHR), reserve samples, and trending were evaluated. No quality issues were identified. The visual inspection of a retain samples included five cartons, 10 pouches and the 10 wraps inside. Inspection shows no obvious defects to cartons, pouches or wraps. Form-# retain sample inspection form documented the retain evaluation performed on 20mar2019 for an unrelated complaint. Follow-up (01jul2019): follow-up attempts are completed. No further information is expected. Follow-up (20aug2019): new information received from a product quality complaint group included: investigation results. Company clinical evaluation comment: based on the information provided, the event "burn and blisters" as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. This event is medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. No remedial action/corrective action/field safety corrective action is suggested at this time., comment: based on the information provided, the event "burn and blisters" as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. This event is medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. No remedial action/corrective action/field safety corrective action is suggested at this time.

Event description:
Event verbatim [preferred term] got burned and had blisters [burns second degree] , used the heatwraps for approximately 8 hours or sometimes less sometimes on her skin of her back/she did read the usage instructions on thermacare before using the product [intentional device misuse]. Case narrative:this is a spontaneous report from a contactable consumer (patient's husband). This consumer reported for two patients. This is 1st of two reports. A 9-decade old female patient started to receive thermacare heatwrap (thermacare lower back and hip), device lot number ad3848, expiration date 21dec2021, also reported as 31oct2021, off and on since 2011 or 2012, used on and off whenever she had back pain. The box was red, heatwrap size was l/xl, 2-count package. The lot number was from the most recent event in 2018, the other products have been discarded (only one outer packaging retained), the packaging was reported as sealed and intact. Medical history included ongoing high blood pressure. Concomitant medications included metoprolol and hydrochlorothiazide, both since 2009 and ongoing for high blood pressure. The patient did use other heat products for pain relief (electric heating pad, hot water bottle, microwave gel pack), but sometimes she would put ice or heat and when that did not work too well, she went to the thermacare products. The husband reported that within the last 2-3 years (around 2016 or 2017), his wife was burned and had blisters after using thermacare heatwraps for back pain with the most recent event on an unspecified date in 2018. They lasted about 1-2 weeks, she noticed it later on the same day. The patient used the heatwraps for approximately 8 hours or sometimes less sometimes on her skin of her back, sometimes over her blouse or whatever she was wearing, and she experienced burn and blisters with both of those kinds of attachment. The husband stated that he imagines that she did check her skin under the product because the heatwrap was burning her. The event recurred after using the product again. She did read the usage instructions on thermacare before using the product. She did not sleep while wearing the product, nor did she wear several layers of clothing over the heatwrap or use a snug waistband or belt over the product. He described her skin as light to medium (neither light nor dark). She did not have sensitive skin or any abnormal skin conditions. She did not engage in exercise while using the product. The patient did not go to the doctor for the event. Device was not available for evaluation. The action taken with thermacare heatwrap was permanently withdrawn in 2018. The outcome of the event burned and had blisters resolved in 2018 and for the other event was unknown. According to product quality complaint group: conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). After a review of the lot thermal records, thermal results all met product release criteria. Consumer reports the wrap caused "burns and blisters." The cause of the consumer reporting receiving burns and blisters from the wrap is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this DHR from a manufacturing perspective. No quality issues were identified upon this review of DHR, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the lot is not impacted by this complaint. Batch ad3848 is the only lot within the scope of this investigation. Thermacare batches are produced as individual lots. An evaluation of the complaint history confirms that this is the sixth complaint for the sub class adverse event safety request for investigation received at the (manufacturing site) requiring an evaluation for this lot. The previous investigation were not confirmed to have a manufacturing root cause related to the subclass. Per sop-#, complaint trending guideline, effective 05feb2019, a visual examination was performed to identify if a potential trend exist for the lot with the subclasses adverse event safety request for investigation, adverse event/serious/unknown, and adverse event/negligible/minor. No trend was identified. Refer to attachment trending graph ad3848 adverse event. On the basis of this evaluation, a trend does not exist for this lot review of the device history record (DHR) for this lot concludes all release requirements were met. The review of the manufacturing attributes and variables quality checks associated with this batch indicates that all required in process inspections were performed and all inspection criteria were met. There were no wrap attribute or variable defects recorded for the lot. Thermal data for the lot shows all wraps met the required wrap batch average temperatures (37.6°c - 41.6°c) per spec #, effective: 07nov2018. This batch has been reviewed from a manufacturing perspective. There are no known site investigations associated with this lot. The (DHR), reserve samples, and trending were evaluated. No quality issues were identified. The visual inspection of a retain samples included five cartons, 10 pouches and the 10 wraps inside. Inspection shows no obvious defects to cartons, pouches or wraps. Form-# retain sample inspection form documented the retain evaluation performed on 20mar2019 for an unrelated complaint. Severity of harm: s3. Upon follow-up on 21nov2019, following was provided: final confirmation status: not confirmed. Product quality impact: no. Market / clinical impact: no. Stability impact: no. Regulatory impact: no. Lot-specific trend identified?: no. Lot trend assessment & rationale: an evaluation of the complaint history confirms that this is the second complaint for the sub class adverse event safety request for investigation received at the name site requiring an evaluation for this lot. The previous investigation were not confirmed to have a manufacturing root cause related to the subclass. Per sop complaint trending guideline, effective 19nov2019, a visual examination was performed to identify if a potential trend exist for the lot with the subclasses adverse event safety request for investigation, adverse event/ serious/ unknown, and adverse event/ negligible/ minor. No trend was identified. Refer to attachment trending graph ad3848 adverse events. On the basis of this evaluation, a trend does not exist for this lot. Trend assessment & rationale: an evaluation was made by searching for possible trends for this subclass requiring investigation by the site. The following complaint intake, triage and investigation (citi) customizable search was performed. Scope: date contacted: 09may2017 through 09may2019/manufacturing site: pfizer (site name)/complaint class: external cause investigation complaint subclass: adverse event safety request for investigation, adverse event/ severe/ unknown, adverse event/ negligible/ minor. The citi customizable search returned a total of 410 complaints for lower back and hip (lbh) products during this time period for the class/subclass. None were confirmed to have a manufacturing process root cause for a complaint of adverse event safety request for investigation, adverse event/serious/unknown, and adverse event/negligible/minor. The subclass shows an increase in april 2019 thru may 2019. This is a seasonality change in combination with a change in safety procedure, case processing principles product quality complaint guidance, updated on 20aug2018 that has incorporated requesting site investigations for complaints with or without batch number; thus representing a shift in the expected baseline. The data shows a trend emerging for the subclass in april and may2019. Complaints increased due to consumers reporting adverse events after being notified of a product recall. Consumers referenced the too hot recall of batches s00639, s23902, s97473 and w37940 from apr2019. Seven complaints were related to batch s97473. None were confirmed to have a manufacturing process root cause for a complaint of adverse event safety request for investigation. The remaining recall batches were not reported. The majority of the complaints by description have a severity ranking of s1-too cool, heat/cold did not last long enough, never worked, squeeze tube pouch damage defect per hazard analysis, thermacare heat wrap product: 8 and 12hr. This is observed in a review of the 24 month trend chart for this subclass. These complaints are classified as an open-pouch. All open pouch complaints are investigated per investigation memo (B)(4) and are not valid adverse events. Based on this citi customizable search, there is not a trend identified for the subclass of adverse events safety request for investigation. Refer to the 24 month trend chart attached lbh adverse event may2017 to may2019. Exped trend actions taken: based on this citi customizable search, there is not a trend identified for the subclass of adverse events safety request for investigation. Refer to the 24 month trend chart attached lbh adverse event may2017 to may2019. Qa review & rationale, summary of investigation and conclusion: a summary investigation is being performed as providing the batch record information is the manufacturing site's requirement. Based on the complaint narrative, the patient sustained burn injury with blisters after product use. Follow-up (01jul2019): follow-up attempts are completed. No further information is expected. Follow-up (20aug2019): new information received from a product quality complaint group included: investigation results. Follow-up (23aug2019): new information received from a product quality complaint group included: severity assessment and additional expiration date. This follow-up is also being submitted to amend previously reported information: "used the heatwraps for approximately 8 hours or sometimes less sometimes on her skin of her back/she did read the usage instructions on thermacare before using the product" captured as an event and coded to "intentional device misuse". Follow-up attempts are completed. No further information is expected. Follow-up (21nov2019): new information received from a product quality complaint group included: final confirmation status, lot-specific trend and expedite trend analysis, and other investigation findings. Case is reassessed as a malfunction medical device report. Company clinical evaluation comment: based on the information provided, the events "burn and blisters" and "intentional device misuse" as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. In the case narrative there is evidence of intentional device misuse which most likely contributed to this incident. No remedial action/corrective action/field safety corrective action is suggested at this time., comment: based on the information provided, the events "burn and blisters" and "intentional device misuse" as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. In the case narrative there is evidence of intentional device misuse which most likely contributed to this incident. No remedial action/corrective action/field safety corrective action is suggested at this time.

Manufacturer narrative:
Conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). After a review of the lot thermal records, thermal results all met product release criteria. Consumer reports the wrap caused "burns and blisters." The cause of the consumer reporting receiving burns and blisters from the wrap is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this DHR from a manufacturing perspective. No quality issues were identified upon this review of DHR, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the lot is not impacted by this complaint. Batch ad3848 is the only lot within the scope of this investigation. Thermacare batches are produced as individual lots. An evaluation of the complaint history confirms that this is the sixth complaint for the sub class adverse event safety request for investigation received at the (manufacturing site) requiring an evaluation for this lot. The previous investigation were not confirmed to have a manufacturing root cause related to the subclass. Per sop-#, complaint trending guideline, effective 05feb2019, a visual examination was performed to identify if a potential trend exist for the lot with the subclasses adverse event safety request for investigation, adverse event/serious/unknown, and adverse event/negligible/minor. No trend was identified. Refer to attachment trending graph ad3848 adverse event. On the basis of this evaluation, a trend does not exist for this lot review of the device history record (DHR) for this lot concludes all release requirements were met. The review of the manufacturing attributes and variables quality checks associated with this batch indicates that all required in process inspections were performed and all inspection criteria were met. Ther

Event description:
Event verbatim [preferred term] got burned and had blisters [burns second degree] , . Case narrative:this is a spontaneous report from a contactable consumer (patient's husband). This consumer reported for two patients. This is 1st of two reports. An (B)(6)-years-old female patient started to receive thermacare heatwrap (thermacare lower back and hip), device lot number ad3848, expiration date 21dec2021, off and on since 2011 or 2012, used on and off whenever she had back pain. The box was red, heatwrap size was l/xl, 2-count package. The lot number was from the most recent event in 2018, the other products have been discarded (only one outer packaging retained), the packaging was reported as sealed and intact. Medical history included hypertension. Concomitant medication included metoprolol (metoprolol) since 2009 for high blood pressure, hydrochlorothiazide (hydrochlorothiazide) since 2009 for high blood pressure. The patient did use other heat products for pain relief (electric heating pad, hot water bottle, microwave gel pack), but sometimes she would put ice or heat and when that did not work too good, she went to the thermacare products. The husband reported that within the last 2-3 years (around 2016 or 2017), his wife got burned and had blisters after using thermacare heatwraps for back pain with the most recent event on an unspecified date in 2018. They lasted about 1-2 weeks, she noticed it later on the same day. The patient used the heatwraps for approximately 8 hours or sometimes less sometimes on her skin of her back, sometimes over her blouse or whatever she was wearing, and she experienced burn and blisters with both of those kinds of attachment. The husband stated that he imagines that she did check her skin under the product because the heatwrap was burning her. The event recurred after using the product again. She did read the usage instructions on thermacare before using the product. She did not sleep while wearing the product, nor did she wear several layers of clothing over the heatwrap or use a snug waistband or belt over the product. He described her skin as light to medium (neither light nor dark). She does not have sensitive skin or any abnormal skin conditions. She did not engage in exercise while using the product. The patient did not go to the doctor for the event. The action taken with thermacare heatwrap was permanently withdrawn in 2018. The outcome of the event was recovered. Company clinical evaluation comment: based on the information provided, the event "burn and blisters" as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. This event is medically assessed as associated with the use of the device. Additional information has been requested and will be provided as it becomes available., comment: based on the information provided, the event "burn and blisters" as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. This event is medically assessed as associated with the use of the device.